Manufacturer narrative:
Please note that device reported is an optease or a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. (B)(6). As reported, the patient underwent placement of a cordis inferior vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The legal brief does not mention whether a trapease or an optease ivc filter was placed in the patient. The cordis trapease vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The reported event does not note implantation or attempted removal of the device. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an inferior vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages..

Manufacturer narrative:
Additional information was received from the patient profile form that the patient¿s symptoms and injuries include, but are not limited to, several of the struts of the ivc filter have fractured and perforated the wall of the ivc. The device was reported to be embedded and unable to be retrieved. However, there were no documented removal attempts. At filter placement, a venogram showed a patent inferior vena cava and acute pulmonary thromboembolism. A trapease filter was deployed in the infrarenal ivc. Access was via the right common femoral vein. The patient has fear and anxiety for future failures of the device. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received from that the irretrievable filter poses a progressive risk of perforation of surrounding vital organs, vessels and structures, which can result in severe pain and life threatening complications. It also poses an ongoing risk of deep vein thrombosis (dvt) and thrombosis, an increased and progressive risk of migration and additional fractures causing serious injury and even death. The patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an trapease inferior vena cava (ivc) filter. At filter placement, a venogram showed a patent inferior vena cava and acute pulmonary thromboembolism. A trapease filter was deployed in the infrarenal ivc. Access was via the right common femoral vein. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the filter and filter is unable to be retrieved. Per the patient profile form (ppf), the patient reports the struts of the ivc filter have fractured and perforated the wall of the ivc. The device was reported to be embedded and unable to be retrieved. There were no documented removal attempts. The patient reports fear and anxiety. The filter remains implanted; thus, unavailable for analysis. Phr could not be conducted. Reference non-conformance (B)(4). The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.